Event description:
Patient presented with high impedance and the device was disabled. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The patient's lead and generator were replaced. The explanted suspect product has not been received to date. No further relevant information has been received to date.